Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is a power tool and not implanted/explanted. Investigation could not be completed; no conclusion could be drawn, as no product was received. A review of service history records and additional power tool evaluation has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(6) 2014 by the consultant that the facility or purchasing coordinator advised four 532.010 (small battery drives) with the following lot numbers: 001050;002761; 002535;002994) have been observed as having low power. No report of patient or procedure harm noted. No further information was provided. This report event is for one power device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation was also completed for this device. The customer's complaint that the ((B)(4)) small battery drive has low power could not be confirmed. The device was evaluated and the complaint wasn't substantiated. However an unusual noise and vibration was noted. This is most likely due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.